Event description:
Information received by medtronic indicated that the insulin pump had broke. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked select button keypad overlay, pillowing keypad overlay and cracked case behind the pump at the battery compartment during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. However, pump received with constant battery failed alarm when performing the sleep current measurement. Unable to perform the sleep current measurement, active current measurement and self test due to constant battery failed alarm. Pump was cut open to perform visual inspection and found moisture damage battery tube, vibrator, battery tube connector and j7/pcb 1. The original electronic stack, internal battery and motor was removed and installed in a test case. Powered the pump on using the battery simulator and no constant battery failed alarm during testing. The force sensor offset measured (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Pump received with constant battery failed alarm due to corroded battery tube. Unable to verify customer alleged for high bg and low bg. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.